Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient experienced poor postoperative result, hyperopia, farsighted by about +0.75d for about one month. Additional information was requested and received that the replacement surgery was planned since the patient wanted to see near. The surgery was postponed and completed. Since iol and pc were adhered, iol was not explanted and new iol was added on. The condition of the patient after the surgery was good.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).